Event description:
It was reported the patient lost stimulation and experienced a lack of effect. There was no known accident or incident related to this complaint. The patient was seen by a manufacturer rep. The rep checked impedances. Impedance measurements were >4000ohms on some of the bipolar pairs; all combinations with electrode 0 were >4000 ohms. Electrodes 1,2 and 3 appeared to be electrically intact but when the rep programmed them and increased the amplitude up to 10.5 volt the patient could not feel stimulation. The diagnosis associated with the event was lumbar nerve root injury. According to the manufacturer device registration system the patient's entire device system was replaced. The patient's outcome was reported as "no injury".